Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoprosthesis: improper component placement; occlusion of device or native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. It was reported that upon deployment of an aortic extender component to extend the proximal neck, the device partially and unintentionally covered the left renal artery. A bare metal stent was implanted to secure blood flow to the artery. No other issues were reportedly observed. The patient tolerated the procedure. The physician commented that at the final pull of the deployment line the device seemed to move more proximally than intended.